Manufacturer narrative:
The prowler plus (0.021") microcatheter was not returned. Located proximally 14.0 cm off the distal tip of the green introducer, the dpu protrudes outside the sheath for a length of 92.0 cm before entering the resheathing tool. No damage was found at the protrusion point where the dpu left the sheath. Located on the top proximal end of the resheathing tool's cutout, the v notch has been damaged in two places. This damage occurred at two different times. The v notch fracture was damaged by the sheath's locking mechanism. The aside damage was done by the sheath. Located at the locking mechanism, the sheath's material has been stretched away from the surface. Located 17.5 cm off the proximal end of the sheath is a section of mechanical sheath damage with an opened skive. The proximal end of the coil has been stretched. The remainder of the coil is undamaged. The coil was returned severely damaged. Multiple related contributing factors were found that may have produce resistance during the coils advancement into the aneurysm. The first contributing factor may have been when the locking mechanism became embedded inside the v notch of the resheathing tool. This condition would have produced a binding action between the device positioning unit (dpu) and the sheath. This binding action may have cause the dpu to protrude outside the sheath and damage the coil. In this condition; significant resistance would occur during the coils advancement. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool; grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end; and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger; as shown in figure 3¿¿ the second contributing factor may have been when the sheath came in contact with the side of the v notch a second time later in the procedure causing damage. This would have produced significant resistance during coil advancement. See IFU recommendation stated above for this similar issue. The third contributing factor may have occurred when mechanical sheath damage opened up the skive. This may have caused the dpu to protrude at this section .in this condition significant resistance would occur during coil advancement. The circumstances of how this damage occurred cannot be determined. A fourth contributing factor may have occurred due to the reported high tortuosity of the vessels. The bodies tortuous anatomical state may have contributed to the resistance of the coil during advancement into the aneurysm. A fifth contributing factor may have been the angle between the distal tip of the microcatheter and the neck of the aneurysm. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends under the cautionary statements; ¿caution: if the microcoil is positioned at a relative sharp angle to the microcatheter; a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm; the microcoil may be more easily funneled back into the microcatheter.¿the sixth contributing factor may have been distal interference resulting in resistance during the coils advancement into the aneurysm. The source and location of this interference cannot be determined. In addition; without the return of the prowler plus microcatheter used in the procedure; it cannot be determined if this component contributed to the complaint event. The final contributing factor was the selection of a noncompatible 18 series microcatheter that was used with a 14 series microcoil system. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends;¿ proper selection of the appropriately sized microcatheter is required to avoid damage to the micrus microcoil system and to minimize potential complications. The micrus microcoil 14 system is compatible with microcatheters with inner lumen diameters ranging from 0.0165 to 0.019 in (0.419 to 0.483 mm). The inner lumen of a prowler select plus is 0.021¿. Although a definitive conclusion cannot be made, based on the analysis, it appears that procedural factors addressed in the IFU could be possible factors contributing to the inability to advance the coil. Additionally, the microcatheter's angle and the patient's vessel tortuosity may have contributed. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is report 1 of 2 related to (B)(6). This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
The coils (a presidio and a cashmere) were very difficult to advance after the first and second loops were in the aneurysm. The coils were used to coil the larger of 3 aneurysms located along the internal carotid artery (ica). The doctor pulled the devices out and tried to re insert them but the same result happened. At that time the doctor removed the coils and because he had lost access did not finish coiling the larger aneurysm and the patient will be brought back at a later date. Patient woke up intact and alert.